Event description:
It was reported that a patient had surgical revision to remove artificial urinary sphincter (aus) cuff due to unspecified reason. It was replaced with a new aus cuff of the same size. It was further stated that the cuff did not contribute to the problem and root cause is still investigated. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced tight artificial urinary sphincter (aus) cuff due to urethral stricture. The aus cuff was removed and replaced with a new cuff of the same size. It was further stated that the cuff did not contribute to the problem. Additional information received stated that the patient experienced erosion and the cuff was too tight and a bigger sized cuff was needed.

Event description:
It was reported that the patient experienced tight artificial urinary sphincter (aus) cuff due to urethral stricture. The aus cuff was removed and replaced with a new cuff of the same size. It was further stated that the cuff did not contribute to the problem.